Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during an arthroscopy case, the knee articulation was unusually strongly inflated, with little suction. Allegedly, the suction caused a reflux provoking the flush back of liquid into the operating field. The surgeon doesn't exclude the potential of infection of the articulation.